Event description:
During a hemorrhoidal prolapse procedure, the physician fired the instrument, but he noticed that just one side had been fired. There were some staples in the instrument. He used the elastic band in order to finish the procedure. There was no pt consequence.